Event description:
The customer indicated that while at their doctor's office their meter read 44mg/dl and the doctor received a result of 366mg/dl. A review of the system ws attempted over the phone, however the customer was driving while on the phone and was unable to perform a system review. The customer was asked to return the meter for further evaluation and a replacement was provided.